Manufacturer narrative:
Article citation: ¿a case of suspected late-stage recurrence of alk-negative anaplastic large cell lymphoma at breast implant insertion site¿ by y. Fukushima, m. Ishii, t. Inoue, t. Sakurai, published in the journal of japanese pathology association, vol. 102, number 1, pg. 137 apr. 2013. The events of lymphoma, and lump/nodule are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and/or patient details was requested. No additional information is available at this time. Device labeling: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Reported event of a patient that was diagnosed with ¿alcl¿ and ¿subcutaneous tumor¿ was found in ¿a case of suspected late-stage recurrence of alk-negative anaplastic large cell lymphoma at breast implant insertion site," published in the journal of japanese pathology association, vol. 102, number 1, pg. 137 apr. 2013. Treatment of ¿antibiotics¿ was provided, and the device was later explanted. The manufacturer of the device is unknown. This medwatch represents the right side. See MFR #9617229-2017-00128 for the left side.

Manufacturer narrative:
Article citation: ¿a case of anaplastic large cell lymphoma relapsed after breast reconstitution with silicone implants.¿ takafumi nakao, masahiro yoshida, hiroshi kanashima, hiroko fukushima, hiroyuki sugiyama, takeshi inoue, takahisa yamane; department of hematology; april 2013; vol. 54, no. 9, pp. 1442. The reason for reoperation is lymphoma alcl. - [(B)(4)].

Event description:
An journal article titled ¿a case of anaplastic large cell lymphoma relapsed after breast reconstitution with silicone implants¿ revealed patient had a history ¿primary alcl of iliac bone¿ and breast cancer. Ten months following implant, performed due to breast cancer, patient developed tumor. Biopsy results provided cd30, and alk-1. Results matched patient¿s prior alcl results (diagnosed prior to implants). Treatment with chemotherapy was given and patient achieved remission.